Event description:
It was reported that this right ventricular (rv) lead exhibited normal behavior prior to a generator change-out. During the procedure, a high out of range impedance and loss of capture occurred and the physician noticed that the lead was fraying. It was decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.